Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the atrial lead, the physician noticed that the lead was not stable and that the screw was not completely moving out after many rotations. The lead was then replaced with another lead which also had the same issue with the screw not completely moving out. That lead was not used and a new competitor lead was implanted. No patient complications have been reported as a result of this event.